Event description:
It was reported that the customer was in the emergency room due to diabetes ketoacidosis and high blood glucose of 1000mg/dl. Troubleshooting was performed. The time and date on the device were incorrect. Assisted the caller correcting them. The bolus wizard and settings were correct. Instructed the caller to run a manual prime test and the insulin did exit. Performed a high pressure test and passed. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.